Event description:
Healthcare professional reported enlarged lymph nodes and capsular contracture, baker grade IV.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016, in response to mw report number mw5060262. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a ¿left side deflation¿, ¿bilateral pain, pain from the breast implants which affected the whole body¿, ¿ ¿heart pains¿, "feels like pins and needles¿, ¿hair loss, night sweats, sweating, muscle and joint weakness until I couldn¿t walk and ambulatory difficulties, , body temperature was hot then cold/ body temperature fluctuations, ¿¿extremely tired/fatigue. Sleeping 16 hours a day¿, and sleep disturbances¿, ¿menstruation with heavy flow for weeks then stopping for months at a time/intermenstrual bleeding¿, tingling and numbness¿, ¿lost (B)(6) [sic] in two months because I couldn¿t tolerate certain foods¿, ¿vertigo¿, ¿fatigue¿, ¿brain fog and forgetfulness/confusion/disorientation¿, ¿mold/fungal infection that was in my breast implants that you could visually see after the explant, infection in the tissue around the breast¿, ¿interstitial cystitis/urinary tract infection and urinary frequency¿, ¿bilateral swollen lymph nodes¿and ¿cysts in the left mammary gland¿. Device has been explanted.